Event description:
Patient reports severe nerve pain radiating from her neck to the top of her head and migraine headaches. The physician reports that the patient's issue is not related to the implant, but that some aspect of the procedure triggered the problem as there was no history prior and symptoms started immediately post-op in the recovery room when she was coming out of anesthesia. Her physician has not activated her device. The physician referred the patient to a neurologist who prescribed multiple medications for symptom relief and an MRI. MRI results were within normal limits. Neither the neurologist nor the ent feels this is related to the implant itself, but possibly positioning on the table injured the cervical nerve during the procedure.

Event description:
The physician concluded that the patient's injury was a cervical strain from positioning during surgery. The issue is now resolved and the patient was activated on (B)(6).